Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. There was no report of patient injury. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). The device was returned to livanova (B)(4) for investigation and repair. Inspection of the device was able to confirm the reported issue. The root cause was determined to be a faulty ribbon cable. The cable was replaced and a subsequent 24 hour test run did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the electronic venous occluder (evo) following a calibration during a procedure. There was no report of patient injury.